Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's follow up visit, the physician inspected the patient's ipg pocket and observed redness and warmth with some discharge. The physician placed the patient on oral antibiotics. Follow up identified the patient had the device removed due to possible infection.

Event description:
Follow up information received identified the patient was cleared of any infection.